Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 45 mg/dl. Customer stated that, over past 24 hours her blood glucose was not going below 200 mg/dl and that's very rare and noticed yesterday blood glucose was at 230 mg/dl and was doing a correction bolus and at bed the blood glucose was 290 mg/dl. The blood glucose at the time of the incident was 230 mg/dl and current blood glucose was also same. The customer treated high blood glucose with the insulin pump and injections. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The customer declined troubleshooting for the low blood glucose and treated it with juice. Performed displacement test which was passed. Assisted with performing high pressure test and was failed and insulin exited. The device will not be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin flow blocked functioning properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.